Event description:
Reporter stated that she obtained a result of 160 mg/dl on the aviva system at about 7 am. Reporter stated that she took her normal 1000 mg of glucophage, ate and drank normally based on this result. Reporter stated that at about 8am, she blacked out, fell down the stairs and broke multiple bones. Reporter was treated with an unknown substance intravenously to raise her blood glucose levels as the emts obtained a 50-59 mg/dl result. Reporter was also given morphine patches and hospitalized 10 days. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.